Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Additionally, it was reported that the control iq software did not function as intended. Reportedly, the pump did not suspend insulin delivery to prevent the low bg from occurring. Although requested, pump data was not uploaded for tandem technical support to review to determine a root cause. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.